Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00312. The same patient is represented in each medwatch.

Event description:
It was reported by the patient that she had a hernia repair procedure (B)(6) 2011 and mesh was implanted. She started to experience discomfort in area of the hernia repair. A CT scan showed that the mesh did not adhere. The patient will require additional surgery to repair the defect. Additional information has been requested.